Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2017 that they were having issues setting up the infusion set. Customer was assisted with setting up infusion set. Blood glucose level at the time of incident was 723 mg/dl. Customer treated with insulin pump. Products will not be returned for analysis.